Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device prompted, "sensor not found" during the session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.